Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair surgery, the anchor was broken into the patient. All parts were removed from patient, a backup was available to complete the procedure.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5mm suture anchor device returned. The complaint stated: "the anchor was broken into the patient." There was no anchor returned. There was no suture returned. The inner shaft tip has been bent and damaged at the distal tip. The inner shaft rotates slightly off axis. Further inspection showed indication of contact with another instrument. The symptoms are consistent an axial alignment, torque issue or changing insertion angle while advancing the anchor. This would contribute to anchor breakage. A 3.8mm straight awl is the recommended prep instrument for this product. No root cause related to the manufacturing of this device was established.